Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that the avea ventilator was not communicating with their electronic medical record system, the user interface module touchscreen was flickering, and that the external battery had no light indicating "charging". The customer stated that this occurred while on a patient and the ventilator was changed out. There customer reported that there was no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory (fa lab)received the suspect gde (gas delivered engine). Upon external inspection no anomalies were found. The ac power, internal battery, and external battery tests were performed, as described in the product service manual. The suspect gde successfully passed all tests. The gde properly charged batteries and there was no detection of a malfunction. The fa lab was unable to duplicate the reported issue of the batteries not charging.